Event description:
Caller reports that device uf0145275 read 2.1 inr while device uf0208911 read 3.8 inr during duplicate testing. Caller states additional testing was performed for comparison and device uf0145275 read 1.9 inr while device uf0208911 read 3.4 inr. Caller states that the same strip lot was used on each device. No action was reportedly taken based on device results. No adverse event reported. Requested return of suspect devices and replacements were sent.